Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 3000 ml eva tpn bags were leaking from the top of the bags along the seam. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual samples were not available; however, 50 companion samples were received for evaluation. Visual inspection of all 50 companion samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling 3 randomly selected bags with water and squeezing the bags, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.